Event description:
After a first mtp fusion case, it was noted that one of the pieces inside the handle of the compression forceps broke. The piece that broke off was the middle arm; the thin metal piece broke abo ve the screw hole. The forceps were working during the procedure. There was no adverse event to the patient and no extension of time to the procedure.

Manufacturer narrative:
Visual inspections noted the leaf spring is broken. There is a screw that connects the leaf spring to the handle. The spring is broken across the hole in the spring that accepts the screw. The design was assessed through simulated use validation testing and mechanical testing, and performed as intended. The design risk assessment was reviewed and found to be adequate for the intended use. The manufacturing records were reviewed and found to be adequate for the intended use. The manufacturing records were reviewed and no complaint related issues were found. Investigation is on-going.

Manufacturer narrative:
Device used for treatment. The spring was cracked and broken at the retaining screw. The forceps corresponds to the drawings and processes at the time of manufacture. The examination showed that the width and thickness of the spring was conforming. The material was also checked and found to be 420a as specified on the drawing. The final check was the hardness and this was found to be conforming at 49hrc.